Manufacturer narrative:
B5 - upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim (B)(4).

Event description:
Upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable.

Manufacturer narrative:
Claim# (B)(4). See claim# (B)(4). For fellow eye.

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. At a later date, the lens was removed and exchanged intraoperatively for a longer length lens. Cause of the event was reported as unknown. The problem was resolved.